Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device to resolve the event. No intervention has been performed. The patient was in stable condition.